Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead in segments was returned, analyzed, and no anomalies were found. It was also noted that several conductors had blood/body fluid (not obstructed), the inner tubing was kinked/buckled, the outer insulation had a white substance, the outer insulation had a cosmetic depression, the helix was distorted/bent, there was tissue on the helix, and there was apparent explant damage.

Event description:
It was reported the lead was extracted and replaced due to increased high impedance and increased thresholds. It was noted that the lead was damaged during the extraction procedure. No patient complications were reported as a result of this event.